Manufacturer narrative:
Internal complaint trackwise # (B)(4). Autonumber # cs-cpl-(B)(4). A lot history record review was completed for lots 25134872 , 25134638 and 25134415; the last 3 lots shipped to the account prior to the event date. There were no ncmr¿s for the reported lot number.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 experienced a lack of insufflation. Unknown as to whether it was the cannula or the btt. It is unknown as to what caused the lack of insufflation. Procedure was converted to an open vein harvest. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 experienced a lack of insufflation. Unknown as to whether it was the cannula or the btt. It is unknown as to what caused the lack of insufflation. Procedure was converted to an open vein harvest. The hospital did not report any patient effects.